Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection. Consumer does not re-use."

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval? Yes. D10. Returned to manufacturer on: (B)(6) 2021. H6. Investigation: customer returned (10) open 4mm, 32g pen needles. Customer states that the needle clogged during injection. All returned pen needles were examined and 8 out of 10 samples exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. Unable to perform DHR check due to an unknown lot number for needle clog. Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra fine¿ pen needle clogged during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection. Consumer does not re-use."